Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of difficulty flushing, spin collar issues, and cap difficult to remove could not be verified due to the product not being returned for failure investigation. Similar complaints have been received regarding spin collar issues, and an investigation has determined that the male luer connector is within its design parameters. The new male luer connector design does not allow for the securement collar to travel freely on the extension set tubing, and now sits in a groove on the male luer body. This is part of the design change of the new male luer connector. Device history record review for model mp5303-c lot number 22109194 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported that the bd maxplus¿ pressure rated extension set with removable needleless connector was blocked and wouldn't flush during use. The following information was provided by the initial reporter: "extension set will not flush."

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxplus¿ pressure rated extension set with removable needleless connector was blocked and wouldn't flush during use. The following information was provided by the initial reporter: "extension set will not flush."